Event description:
Rn reported pt was admitted to the hosp for an unrelated incident. While pt was in hosp, she developed peritonitis during use of homechoice cycler. Culture of effluent showed klebsiella pneumoniae that was resistant to several antibiotics. Pt was treated with cefizox and vancomycin IV. Rn was unsure of the dosage. When pt did not respond appropriately, pd catheter was removed on 1/16. Pt has a subclavian central line temporarily for hemodialysis. Rn anticipates pt will return to pd once abdomen is healed.